Event description:
The device was used during low anterior resection procedure. Reportedly, the anvil did not tilt. The surgeon was able to remove the device and complete the procedure. The hosp has reported no pt injury occurred.